Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have returned to the manufacturer for evaluation. No parts have returned to the manufacturer.

Event description:
A medtronic representative reported that while outside of a procedure, the navigation depth gauge intermittently displays the depth values when the biopsy needle goes to red navigation status. Occasionally the biopsy needle now shows depth metrics when red status, however, if navigation is red status and the biopsy needle moves, the values do not updated. The representative proceeded into navigate on a cranial biopsy procedure and locked the trajectory, switching to the biopsy needle. The representative hid and un-hid the needle from the camera and watched the depth gauge guidance view. There was no patient present when this issue was observed.